Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records has not been completed to date; however, the records have been requested for review. Device availability - the device is reportedly available for evaluation; however, it has not been received by zimmer biomet to date. In the event that the device is received and evaluated, a follow-up report will be sent to the FDA to provide results.

Event description:
It was reported that patient underwent a bone tumor curettage and internal fixation procedure of the left distal tibia on (B)(6) 2016. During the procedure, a screw did not fully seat in the tibia. While attempting removal of the screw, the head of the screw fractured off. The surgeon attempted a second screw in another hole, but it also did not seat. Again, the head of the screw fractured during the removal attempt. The fractured pieces were removed after a two-hour delay and no foreign bodies remained in the patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product location unknown.